Event description:
During initial inspection at the foreign consignee, the service rep observed that the gas delivery module displayed the message "cannot calibrate o2 analyzer 23". There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded. Device repaired and returned (a replacement sensor was provided).